Event description:
It was reported that session records revealed one vf episode with noise. Lead damage is suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.